Event description:
Site reported being inaccurate with the navlock instruments during a surgery. Site reported to medtronic rep that they were off posterior about 4 to 5 mm.

Manufacturer narrative:
Investigation of device on-site resulted in replacing the internal camera cable. System was tested and functioned normally, all instruments were accurate. Further investigation of cable pending return of the part and evaluation.